Event description:
It was reported that 3 bd plastipak¿ 20 ml syringes experienced luer tip deformation. The following information was provided by the initial reporter: three bd plastipak 20ml syringes identified with the luer connection deformed. Unable to attach needle.

Manufacturer narrative:
Investigation summary: three samples were provided to our quality team for investigation. Through visual inspection, the tips are observed to be crushed in the same location and the packaging is noted to be damaged. A device history review was performed for reported lot 2205051, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the sample evaluation it was determined this incident was likely related to a misalignment of the strips during the packaging process. As a result, the product was damaged when sealed and packaging was not properly sealed. H3 other text : see h10.

Event description:
It was reported that 3 bd plastipak¿ 20 ml syringes experienced luer tip deformation. The following information was provided by the initial reporter: three bd plastipak 20ml syringes identified with the luer connection deformed. Unable to attach needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.